Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 mitral regurgitation (mr). When the mitral valve leaflets were grasped, the clip was closed to 60 degrees. Leaflet insertion was checked and attempt was made to close the clip further, but it would not close. The physician opened the clip to invert and was retracted from the ventricle to the atrium. In the atrium, the physician opened and closed the clip until it finally closed. The undeployed clip was removed from the patient. Outside the anatomy, the physician took 20 tries with the gripper lever before the grippers lowered. Another mitraclip was used to complete the procedure. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The result of the return device analysis did not confirm the reported gripper actuation issue and clip close difficulty issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (clip close - difficulty) and gripper actuation issues could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d10/h3 return status corrected. Subsequent to filing the initial report, the device was returned for analysis.